Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing determined that the pendant and a firmware error occurred within the system. This prompted a pendant replacement to be ordered. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The pendant was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was not able to communicate with the viewing station. An error message stating "system booting please wait" appeared. After attempting to restart the system twice, the reported issue could not be resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.